Event description:
It was reported that (1) device was used during a gastric stapling procedure. It was reported by the affiliate that the tct75 instrument could only be pushed approximately 2 inches, then would lockout. No further information is available. There was no consequence to the patient.